Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2010v and the lens was stuck in the cartridge while advancing. The lens was not implanted and there was no patient contact or injury. An msi- tm injector and aq cartrige fp were used, but the lot numbers were unknown.